Event description:
It was reported that the right atrial lead was suspected to be dislodged due to low sensing and high threshold. During the revision procedure both the right atrial and right ventricular leads were pulled out of position. The atrial lead was noted to be cut duringthe procedure. The right ventricular lead was repositioned. A new right atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage. Concomitant: 5086mri52 implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator. (B)(4).